Event description:
It was reported that the default display protocol (ddp) failed to work. The site was recently upgraded from csr5 to 2.1.2.1. According to the site, the ddp functioned properly prior to the upgrade and the problem was observed after the upgrade. The site indicated that the comparisons were not being correctly displayed due to the ddp's failure. As a potential result of this failure, users may not realize the exam order has changed and may caused them to incorrectly identify the old from the new exams. If the date stamp in the title bart is reviewed, the ddp failure may cause the radiologist to misinterpret the progress of patient pathology.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action taken pursuant to FDA inspection conducted at the facility in april 2008.